Event description:
A nurse reported that the intraocular lens (iol) was noted to be cracked after insertion. The surgical incision was widened to facilitate removal of the iol. Additional information has been requested.